Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The representative called in to look at an issue that occurred after another field service engineer (fse) installed new software and a new detector interface board. Problem was that the rotor motion controller wouldn't complete boot up. Spoke with factory support and found that some configuration values had somehow been reset to default. Went through setting them back up with factory support. Performed panel alignment test after. Aligned panel. System checkout performed. System ready for use. The detector interface assembly has been received by the manufacturer for evaluation, although analysis is not yet complete.

Event description:
A medtronic representative reported that the imaging system detector interface assembly firmware was corrupt. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
Investigation of returned suspect detector panel confirmed the reported event was caused by an electrical failure. Failed bench testing no firmware found on unit at bench test. After installing firmware, retest. Passed bench testing after installing firmware.